Event description:
Complainant alleged that the staff was attempting to pace a 78 y/o male pt with the device. They allege that the stimulus shown in lead 1 on the device's screen indicated muscle spasm occurred, but that there was no capture, and that there was no EKG tracing available in leads 2 and 3. Also, the complainant indicated that the device recorded was running. But that no ECG or pacer trace was printed. The staff was able to obtain another device to pace the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.